Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with intermittent vibratory patient notifiers bring delivered from the implantable cardiac defibrillator. No further information was available. No intervention was performed. The patient was stable prior, during and post event.